Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014in guidewire stuck in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damage. X-ray of the handle showed that the proximal inner is prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the delivery system became stuck on the guidewire. A 6mm x 20mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a vasodilation procedure of the superficial femoral artery (sfa). The anatomy was moderately tortuous with 100% stenosis. Approach was performed in both directions: in the right inguinal and behind the left knee. The non-bsc guidewire crossed the lesion from behind the knee, and pull through was performed with the right inguinal. The eluvia stent was placed from the right inguinal. Deployment was performed without issue. When attempting to removing the eluvia delivery system, it became stuck on the guidewire. The eluvia delivery system could not be removed without also taking the guidewire; therefore, the devices were removed together. The guidewire was then replaced and the procedure was continued. Two additional eluvia stents were deployed without any issue. The procedure was completed. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the delivery system became stuck on the guidewire. A 6mm x 20mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a vasodilation procedure of the superficial femoral artery (sfa). The anatomy was moderately tortuous with 100% stenosis. Approach was performed in both directions: in the right inguinal and behind the left knee. The non-bsc guidewire crossed the lesion from behind the knee, and pull through was performed with the right inguinal. The eluvia stent was placed from the right inguinal. Deployment was performed without issue. When attempting to removing the eluvia delivery system, it became stuck on the guidewire. The eluvia delivery system could not be removed without also taking the guidewire; therefore, the devices were removed together. The guidewire was then replaced and the procedure was continued. Two additional eluvia stents were deployed without any issue. The procedure was completed. No patient complications were reported and the patient was in good condition post-procedure.